Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips scissored. No patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Inadequate interaction in clip forming mechanism. Evaluation summary: the instrument (a) was cylced and fired 4 clips conforming, and 5 scissored clips due to an inadequate interaction between the cam channel and jaw. Analysis codes same as device a batch#=v929e04, exp. Date 03/2009, mfg date 04/2008; the instrument (b) was cycled and fired 3 clips conforming, and 6 scissored clips due to an inadequate interaction between the cam channel and jaw. Both instruments locked out as intended.